Manufacturer narrative:
(B)(4): no pre-dilatation. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted via direct-stenting (no pre-dilation). It should be noted that the IFU, instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It is unlikely that the reported IFU deviation directly caused or contributed to the reported patient effects.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, distal left anterior descending artery. No predilatation was performed prior to stenting. A 2.75x33 mm xience v was deployed at the lesion; however, after deployment a dissection was observed. A covered stent was used to treat the dissection successfully and the patient is doing fine and is stable. There was no clinically significant delay in the procedure. No additional information was provided.